Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an unknown procedure, the foot control was not working properly. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received from reporter states that there was a crack in the foot pedal. A crack in a foot pedal does not represent a serious injury to the user or the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.